Event description:
It was reported when the patient pushed the stimulation on button they stated ¿boy it was a lot of shock, and when I was on program 1 it was a lot.¿ the patient switched from program 2 at 3.4 volts to program 3 at 3.3 volts and then increased to 3.4 volts but stated ¿it doesn¿t even feel like anything, that¿s no different than 2, I might as well go back to 2.¿ it was noted program 2 was the only program the patient felt and they had to lower to 3.2 volts. It was later reported the patient had a loss of therapeutic effect and a loss of stimulation sensation. It was stated the last 3-4 days prior to report had been really bad. The patient changed from program 3 to program 4 and turned up to about 2 volts and noted it was comfortable.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3889-28, lot# v140160, implanted: 2008 (B)(6); product type lead. (B)(4).